Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 110 units. Reportedly, the cartridge was filled with 400 units of insulin, and the insulin gauge was decreasing faster than expected. During troubleshooting with tandem technical support, the customer reloaded the cartridge, and received an additional inaccurate fill estimate. The customer's blood glucose level was 169 mg/dl. Reportedly, the customer consulted with health care provider regarding backup therapy.